Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller initially attempted to reload the same cartridge, but this did not resolve the issue. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them through filling and loading a new cartridge, which resolved the issue. Caller was then able to successfully load a cartridge and resume insulin delivery.